Event description:
It was reported that after being implanted with the indirect decompression spacer, the patient developed pain in the right leg. The physician suspected the l5-s1 lumbar vertebrae were being compressed after implanting the spacer at l4-5 vertebrae. Therefore, seven days the implant procedure, the patient underwent a revision procedure where the spacer that had been implanted at the l4-5 was removed and re-implanted at the l5-s1 vertebrae where worse stenosis was present. Post-operatively the patient was observed at the center for a few hours and the pain in the leg resolved.